Event description:
Procedure type: emergency laparoscopic total colectomy. According to the reporter: the metal sides at the back of the reloaded opened like a pair of wings and the anvil curved and the staples did not secure the anastomosis. They were within the abdomen. Operating time was extended by approximately 1 hour. No additional blood loss. They had to try and close the metal wings, so the device could be removed. A part was broken in the process.

Manufacturer narrative:
(B)(4).